Event description:
It was reported that the pink slide did not move forward, is not visible in the viewing window and when the pod was removed the cannula was not visible. No impact to the patient's glucose level was reported. The pod was not worn. Treatment information was not provided.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 48 pulses, which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. No deficiencies were found that would prevent the activation of this device.